Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, but the customer was not with charging supplies and planned to follow up.